Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6)2023, the patient experienced inaccurate cgm values which occurred an undocumented number of days after the sensor had been inserted in the arm. The patient experienced loss of control and dyspnea. The cgm was reading low, and the blood glucose reading was 499 mg/dl. The patient was brought to the hospital, treated with insulin, and recovered after treatment. The patient was in the hospital for 1 day. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.